Manufacturer narrative:
Diopter: +20.50, concomitant medical products: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Method code(s): evaluation method: lens work order search. Results code(s): evaluation results: a lens work order search revealed one similar complaint within the work order. A visual inspection of the returned product found half of the lens optic and one loop haptic torn off and missing. There was evidence of dry clear surgical residue on optic surface. Conclusions code(s): (unable to confirm complaint): based on the complaint history, evaluation of the returned product and lens work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon inserted an aq2010v +20.50 diopter three piece silicone lens into the patient's right eye. After insertion into the eye, the surgeon noticed the lens had cracked into two pieces. The lens was removed with no enlarged incision and no suture. Backup lens, same model and size was implanted. Cause of damage to the lens is unknown.

Manufacturer narrative:
(B)(4).